Event description:
The customer originally returned his olympus evis exera iii colonovideoscope due to the device experiencing a lack of air insufflation during a procedure. According to the initial reporter, this event caused a 3-minute delay as the user had to change over to another scope. Reportedly, this scope change and subsequent delay had no impact on the patient¿s overall outcome. During the device evaluation, it was discovered that the subject device had undergone insufficient reprocessing as foreign material was found clogging the body scope cover. This report is being submitted to capture the confirmed insufficient reprocessing noted during the device evaluation. The initial reporter could not confirm the number of times this event occurred. He was able to note that one of the events (captured in (B)(6) occurred on (B)(6) 2023. This report is related to 3 others. Please see reports with patient identifiers: (B)(6) for related events.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. As noted in b5, the unit had undergone insufficient reprocessing. This poor reprocessing caused foreign material to become lodged in the scope body cover, restricting air/water flow. Additionally, the unit had minor wear and tear noted throughout. These include scratching, cracks, and dents. If additional information becomes available following the device evaluation, a supplemental report will be filed.